Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-03-30. It was reported that electrode impedances were out of range. The patient stated he noticed a change a month ago after he was pulled around a barrel by a steer at work. The patient also had multiple falls in the past. Impedance testing showed all 16 contacts were out of range. Stimulation was turned off and the patient was instructed to follow- up with their healthcare provider for fluoro images of leads and for stimulation to remain off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called stating that "it's not working". They clarified by stating that they had lost stimulation sensation and had a return of their target lower back pain. They were able to charge their ins and sync with it. They tried increasing their stimulation from "160" to "over 200" but they can't feel stimulation. Additional information was received from a friend/family member of a patient on 2018-mar-19. The patient¿s stimulator stopped working. They need to find a manufacture representative (rep) in the area to help see what happened to the stimulator. Patient services responded and indicated where they could access a list of physicians that work with the device. No further complications were reported/are anticipated.